Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. An xtw clip was placed central on the anterior and posterior leaflet segments 2 (a2p2). The mr was grade 1 prior to deployment. Deployment lock check was successful and the clip nominally relaxed when the arm positioner was going to neutral. The clip arm angle was initially 25 degrees and relaxed to 28 degrees. The arm positioner was returned to the closed side of neutral to close the clip. After the clip was detached from the delivery catheter (dc) handle, the mr had increased from grade 1 to 2. It was noted that the clip had opened to 30 degrees, and was 25 degrees before opening. Per the physician, the clip's locking mechanism contributed to the clip opening. An additional clip was implanted to stabilize the first clip. The final mr was grade 1+. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip open during efaa and clip open while locked (cowl) were due to device settling. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿two (2) fluoroscopic videos and three hundred sixteen (316) echocardiography videos were provided. The first fluoro video was taken during active deployment (mechanical separation) of the first clip (reported device) in which the l-lock shaft is being retracted away from the clip. Due to the presence of a leadless pacemaker (non-abbott device) obscuring the image of the clip it is challenging to visualize both clip arms to assess the arm angle. In addition, the clip is oriented such that the clip arm plane is parallel to the fluoro line of sight. The video was assessed, frame-by-frame, to obtain the best visual of both clip arms. The clip arm angle appears to be ~25° - 30° and is consistent for the duration of the video; there is no apparent arm angle change or clip arm opening observed. The second fluoro video was taken during active deployment of the second clip (no reported issue). The first implanted clip (reported device) can be visualized; the clip arm angle appears to be ~25° - 30° and unchanged compared to the first video. All 316 echo videos were reviewed and appear to span the entirety of the procedure, including initial imaging assessment prior to sgc insertion. Pre-deployment and post deployment videos of the first clip (reported device) were identified based on the time stamps and align with the first fluoro video (which captures active deployment). The video timestamped 9:24:55am shows the first clip fully closed on the leaflets, representing the pre-deployment state of the clip; the clip arm angle appears to be ~25° to 30°. The next video, timestamped 9:25:03am, was taken immediately post deployment with the l-lock shaft partially retracted into the la (active deployment / separation not shown). The post deployment clip arm angle appears to be ~25° to 30° and unchanged compared to the prior, pre-deployment video and is consistent with the clip arm angle observed in the fluoro videos. Furthermore, the is a noticeable shift in clip position / orientation relative to the l-lock shaft. In the pre-deployment videos the clip is attached to the l-lock shaft with evident axially alignment. In the post deployment videos, the central axis of the clip tilts posteriorly and there is evident misalignment between the clip and l-lock shaft (reference figure 1) which is indicative of a misaligned grasp. Misalignment with the valve plane and/or line of coaptation during leaflet grasping may result in tension on the clip, resulting in clip movement post deployment and can contribute to changes in mr post deployment. Based on the clip arm angles observed in the videos provided, the post deployment clip arm angle of ~25° - 30° is near the high end of the typical range of clips implanted per the instructions for use (10° - 30°). This is an estimation based on visual assessment with the unaided eye and is not confirmed. However, the post deployment state of the clip observed in the videos does not present with a significantly large arm angle associated with a cowl event. In addition, there was no apparent arm angle change observed when comparing the pre-deployment and post deployment state of the clip in the videos. Lastly, per the reported incident details it was observed that the clip opened roughly 5° (from 25° to 30°). A potential arm angle change of = 5° post deployment is within the expected amount due to lock settling and is normal behavior. The reported post deployment cowl is not confirmed. There are no other observations based on the videos provided. ¿